Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed the instrument was installed on the system 5 times and fired 5 white reloads. On each install, the first clamp attempt was successful. On installs 1, and 3-5, the firings were each completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that after a da vinci-assisted roux-en-y procedure, the patient experienced bleeding, which the surgeon believes to have come from the white sureform 60 reload staple line at the jejuno-jejunal (jj) anastomosis. The procedural details and event summary were confirmed during follow-up with the surgeon, and intraoperative complications or device malfunctions were denied. The bleeding was identified on postoperative day (pod) 1 by a 4-point drop in the hemoglobin. A computed tomography (CT) scan was performed, which showed possible blood in the small bowel near the anastomosis. Based on the suspected location of the bleed, the surgeon says it can be associated with the last fire of the procedure. Additionally, the patient received an unspecified amount of blood. The cause of the bleeding is unknown, and the procedure was completed robotically.

Manufacturer narrative:
Additional information: the universal surgical manipulator (usm) the surgeon typically uses the stapler with was returned to intuitive surgical, inc. (Isi) to rule out causation. The usm passed an in-house stapler test and there was no trouble related to the reported event found.

Event description:
Refer to h10/h11 for follow-up information.